Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. Eval experienced door not fully latched alarms corresponding with the reported symptom of "pump is not recognizing a closed door" caused by a loose upper link screw. The screw was adjusted during eval with the unit performing as expected. The link screws were replaced during the repair process.

Event description:
It as reported that a pump does not recognize a closed door. It was also reported there was no pt injury.